Event description:
The pt developed a "painful and reddish ball on her breast." These symptoms stopped when the stimulation stopped. Testing established that these symptoms were not inflammation or an allergic reaction. It was suspected that a current leak existed. The lead was explanted and replaced. The pt was not injured and was "ok" following the surgery. A follow-up report will sent if additional info becomes available.

Manufacturer narrative:
(B)(4). "Reddish ball".